Event description:
There was a complaint of questionable elecsys troponin t hs results for 2 patient samples tested with a cobas 6000 e601 module. The customer (laboratory a) had problems with their e601 module and sent the patient samples to their supporting laboratory for testing (laboratory b). Patient 1¿s initial result was 5.9 pg/ml. Patient 2¿s initial result was 4.7 pg/ml. The initial results from laboratory b were reported outside of the laboratory. The customer's e601 module was repaired and the samples were repeated in laboratory a: patient 1's result was 67 pg/ml. Patient 2's result was 25 pg/ml. The customer noted that these results did not correspond to the initial results from laboratory b. The samples were then repeated on the e601 module at laboratory b: patient 1¿s repeat result was 68.3 pg/ml. Patient 2¿s repeat result was 26.2 pg/ml. The repeat results were believed to be correct. The customer contacted the physician and provided the correct results. The elecsys troponin t hs used at laboratory b was lot 51205005 and the expiration date was 31-may-2022.

Manufacturer narrative:
The investigation found several sample-related alarms, including abnormal sample aspiration. This is consistent with a pre-analytical sample handling issue. The investigation is ongoing.

Manufacturer narrative:
The calibration was run on (B)(6) 2021. The investigation found the signals were slightly below the expected range. A reagent issue can be excluded as the qc was acceptable. The investigation noted the customer did not use a rack adapter when using sample tubes under 13 mm in diameter. Per product labeling, "for sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively." The investigation found several sample-related alarms, including abnormal sample aspiration. This is consistent with a pre-analytical sample handling issue. The investigation did not identify a product problem.